Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited p-wave oversensing on the non-boston scientific right ventricular (rv) lead. It was noted there was no inappropriate therapy delivered. Technical services (ts) disused reprogramming the sensitivity. This ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated the rv lead exhibited intermittent decreases in amplitude and shock impedances. Ts discussed troubleshooting options. This ICD and rv lead remain in service. No adverse patient effects were reported. Additional information was received which indicated that isometrics was performed and noise was unable to be reproduced. An x-ray occurred and the lead wasn't dislodged. The patient was referred for a revision procedure to replace the rv lead. This ICD and rv lead remain in service. No adverse patient effects were reported. Additional information was received which indicated commanded shock testing was performed and the devices shock therapy zones were reprogrammed. This ICD and rv lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited p-wave oversensing on the non-boston scientific right ventricular (rv) lead. It was noted there was no inappropriate therapy delivered. Technical services (ts) disused reprogramming the sensitivity. Additional information was received which indicated the rv lead exhibited intermittent decreases in amplitude and shock impedances. Ts discussed troubleshooting options. This ICD and rv lead remain in service. No adverse patient effects were reported.